Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4). Product ID: 9735787, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used prior to a procedure. It was reported that the site had noticed a battery service error in the lower corner of the screen. The manufacturer representative was on site to troubleshoot the issue. The issue could not be replicated when the manufacturer representative went into the software. After unplugging the system from the wall, the system stayed on. The site checked the self test in admin and has no issues; the system was able to recognize the uninterrupted power supply(ups) and battery life leveled out between 80-89%. They powered down the system, discharged the ups and went back into admin and unplugged the system. They got all green light for communication. The manufacturer representative recommended that the site make sure the system is plugged in all the time. There was no patient present at the time of the event and there was no delay to the case due to this issue. 2019-dec-26 email received stating that the cause of the issue was that the site is not in the practice of leaving the system plugged in when not in use.